Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman double curve access system (was) was inserted and positioned at the laa. A watchman closure device and delivery system (wds) was advanced and deployed. Release criteria was not met, so during the process of delivering the was to recapture the wds, the was was noted to be kinked and had visible creases. The was and wds were removed. A new was was inserted and a wds deployed and implanted. The procedure was concluded and there were no patient complications reported. In the physician's opinion, the anatomic structure of the left atrium was complicated, and the force applied during the recapturing of the wds applied an uneven force on the distal end of the was causing it to kink.